Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, the original cartridge was received inside the bag and fully loaded with staples. The returned cartridge was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with both returned cartridges, the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. However, the device was disassembled to verify the condition of the internal components and the release button was found damaged, the damage to the release button does not cause functional problems. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lar, and after positioning the device onto the rectum, the device was difficult to close. The procedure was complete with another device. There was no patient consequence.